Manufacturer narrative:
Submit date: 6/13/2017.

Event description:
The customer states that the enteral feeding pump over delivered.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the enteral feeding pump over delivering. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.